Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. It was indicated that a sensor insertion into the arm occurred on (B)(6) 2025, which is an off-label misuse of the device. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.